Manufacturer narrative:
The rapid infuser, ri-2 was returned to belmont for investigation and underwent testing according to our standard operating procedures, as well as stress testing at elevated temperatures for 48 hours. We were unable to confirm the customer complaint of an overheat/over temperature issue. There was no evidence of burn/smoke damage to the ri-2 device. We verified both input and output temperature probes, the ac/dc power supply board, the power drive module, and all cables in the system for proper connections; the ri-2 performed according to specification. The disposable set was not returned to belmont for evaluation, and the lot number was not available. Photos of the 3-spike disposable set provided by the customer were reviewed and the upper section of the heat exchanger appears to show a blood clot, however it is difficult to draw a conclusion without investigating the set. There is not enough information about the type of infusates used during the procedure to draw a conclusion regarding the cause of blood coagulation. The only known way to cause coagulation in citrated blood is to add calcium containing products. A thorough investigation of the disposable set is not possible, as the set was not returned, nor was the lot number available. The manufacturing records for the rapid infuser, ri-2 were reviewed and no anomalies were identified during the manufacturing process. Without the ability to reproduce the reported problem or investigate the disposable set involved, a root cause could not be determined. It was reported that another rapid infuser was used to finish the case; no patient injury was reported. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
The rapid infuser and associated disposable set were returned to belmont medical technologies for investigation on january 6, 2021; the evaluation is in process. A review of the photographs provided by the user facility appear to indicate damage to the disposable set, potentially due to clotting within the heat exchanger. The photographs provided of inside the unit door did not indicate any burn marks or damage to the rapid infuser device itself. The manufacturing records for this serial number were reviewed and no anomalies were identified. The manufacturing batch records for the disposable set could not be reviewed, as the user facility was unable to provide a lot number of the set involved. It was reported that another rapid infuser was used to finish the case; no patient injury was reported. A follow-up report will be submitted upon completion of the investigation.

Event description:
Belmont medical technologies received a report from the user facility that the users noted a burning/smoke odor coming from the rapid infuser, ri-2 during a procedure. When the unit door was opened, the disposable set tubing appeared to be melted. Another belmont machine was used to complete the case.